Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned with microcatheter. The coil delivery wire was seen to be kinked/bent. The main coil was found to be kinked/bent. The main coil was found to be detached/separated from the delivery wire. Functional inspection was not performed as the damage was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil prematurely separated from the delivery wire inside an microcatheter. A snare was subsequently used to remove the coil. No further details of the event were provided. Based on the device analysis it was confirmed that the coil detached due to a physical break of the delivery wire (pi wire). An assignable cause of procedural factors will be assigned to the reported and analyzed event of the main coil prematurely detached/separated during use and main coil kinked/bent. The issue appears to be associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the analyzed damage of the coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported during the procedure the subject coil prematurely detached from the pusher wire inside the catheter. The coil was removed from the catheter with a micro snare. There was a surgical delay of unknown time. The patient was not affected. The device was replaced and the procedure was completed successfully.

Event description:
It was reported during the procedure the subject coil prematurely detached from the pusher wire inside the catheter. The coil was removed from the catheter with a micro snare. There was a surgical delay of unknown time. The patient was not affected. The device was replaced and the procedure was completed successfully.